Manufacturer narrative:
The computer and ups (uninterruptable power supply) were replaced in the system. The suspect computer and ups were returned for testing and found to be fully functional.computer: the computer powered on with out issue. Ran for 24 hours without issue. Case part history was reviewed for this lot 1798114 and no issues were found. Checked the smart data and it reported 1 bad sector, the bad sector shows that is has been (reallocated). Memory test passed, processor diagnostic test passed.(B)(4). Powered on the ups under a load. No issues were observed. Voltage measures 120vac on all outlets. Ran for 5 days under load and never powered off. No issues found.no further subsequent issues reported after part replacements.

Manufacturer narrative:
There was no patient involved with this concern. A medtronic representative went to the site to test the equipment. After discussion with reps at the site, he decided to exchange the computer and the uninterruptible power supply (ups). The ups was replaced and however the replacement computer was not booting so a 2nd computer was ordered. After replacement, the hardware, software, and instruments passed the system checkout. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during a data transfer, the navigation system suddenly shutdown. They where not able to switch on the navigation system for approx. 30 sec. After that the navigation system worked as intended. There was no patient involved with this concern.

Manufacturer narrative:
A medtronic representative reported that based on the initial report from the site we assumed that the computer was responsible for the sudden uninterruptible power supply (ups) shut down. So we decided to replace the ups and batteries. We also ordered a new rs computer. During further troubleshooting, the rep found out that the european power cable had a defective contact at a special cable position. So the rep replaced the cable and the system performed as intended with no further issues. The cause was a defective power cable.